Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument grip cable was broken at the distal idlers. Idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. Other cables at wrist were not damaged. Additional observation not reported by the site was that the instrument distal pulley had mechanical indentation/burrs. The indentations were at the edge of the distal pulley. There were also visible scratches on the surface of the pulley. Evidence not conclusive, but mechanical indentation/burrs damage may be likely due to mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. - do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; broken cable were to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing that the mega suturecut needle driver had a frayed wire at distal end of instrument.